Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels ranging from 40 mg/dl to 70 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for the low blood glucose with carb intake. The customer reported having a damaged drive support cap. Troubleshooting was provided. The insulin pump will be returning for analysis.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Insulin pump received with cracked/detached end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked/detached end cap.